Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The consumer reported seven (7) unconfirmed false negative results with the binaxnow covid-19 antigen self test and binaxnow covid-19 antigen home test for multiple tests performed on different days. This MFR. Report addresses test seven (7) of seven (7) which occurred on an unknown date. Repeat testing (x6) was performed and generated negative results through (B)(6) 2023. Additional testing (x7) was performed with non-abbott test (platform - ihealth) and generated positive results through (B)(6) 2023. Additional testing (x3) was performed with non-abbott test (platform - diatrust) and generated negative results through (B)(6) 2023. The consumer was diagnosed with covid-19 on (B)(6) 2023 and was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported seven (7) unconfirmed false negative results with the binaxnow covid-19 antigen self test and binaxnow covid-19 antigen home test for multiple tests performed on different days. This MFR. Report addresses test seven (7) of seven (7) which occurred on an unknown date. Repeat testing (x6) was performed and generated negative results through (B)(6)2023. Additional testing (x7) was performed with non-abbott test (platform - ihealth) and generated positive results through (B)(6)2023. Additional testing (x3) was performed with non-abbott test (platform - diatrust) and generated negative results through (B)(6)2023. The consumer was diagnosed with covid-19 on (B)(6)2023 and was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.a3 - gender h3 other text : single-use, device discarded.

Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported seven (7) unconfirmed false negative results with the binaxnow covid-19 antigen self test and binaxnow covid-19 antigen home test for multiple tests performed on different days. This MFR. Report addresses test seven (7) of seven (7) which occurred on an unknown date. Repeat testing (x6) was performed and generated negative results through (B)(6) 2023. Additional testing (x7) was performed with non-abbott test (platform - ihealth) and generated positive results through (B)(6) 2023. Additional testing (x3) was performed with non-abbott test (platform - diatrust) and generated negative results through (B)(6) 2023. The consumer was diagnosed with covid-19 on (B)(6) 2023 and was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.